Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Blood glucose value was noted to be 120 mg/dl. The device is being returned for evaluation, and a replacement pump has been issued.